Event description:
Patient reported via maude report to have begun having severe pain after having a hernia repair surgery. It has been 1 1/2 years and the pt is still having pain that cannot be diagnosed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.